Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The svc rep replaced the foot switch, and tightened the receptacle at the mainframe. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the systems' fluoroscopy would not shut off. No pt injury was reported.